Manufacturer narrative:
Additional information received via email from customer and attached by smiths medical in complaint on (B)(6) 2021: patient information, pumps serial number received and complaint updated. Cvs does not provide the event history log for the pump. Item no longer available for return.

Event description:
Information was received regarding a an unspecified cadd pump. It was reported that the device alarmed "no disposable, pump won't run." Patient was adviced that it meant the pump did not recognize the cassette. Patient made a new cassette and was able to begin infusing. Lot number is unavailable. It was a life-sustaining infusion, but patient had a back-up device and successfully continued their infusion. There was no patient, or clinician injury associated with this event.